Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 200-400 (mg/dl). Customer delivered a manual injection to address bg levels. Customer indicated they would be meeting with their health care provider to discuss diabetes management.